Manufacturer narrative:
(B)(4). D10: cat# 110003451 lot# 67097027 g7 str modular shell inserter. Cat# 110018823 lot# zb6842638 g7 positioning guide post. Cat# 110003456 lot# 689750 g7 lateral positioning guide. The product has been received by zimmer biomet and the investigation is in process. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the cup inserter and guide assembly was unable to disassemble. The guide rod got broken while trying to get apart. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.